Event description:
Two identical adverse event cases were received. Case 1 of 2: event description: it was reported by the customer that post op to a gyn procedure two patients experienced pelvic collections and abscesses and had to be brought back for revisions.